Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. UDI # (B)(4). Concomitant medical products: item # 184786 lot # 934340, item # 183026 lot # j6267107, item # 141252 lot # 2018050572. Report source: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00305, 0001825034-2020-00304.

Event description:
It was reported the patient underwent a left total knee arthroplasty and subsequently, the patient is suffering from stiffness and pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint is confirmed. No devices were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. Primary operative notes does not suggest any intra operative complications. Surgeon letter confirm patient has stiffness and surgeon thinks it might be patellofemoral issue. Patient struggles to flex knee to 80 degrees. When flexes, it is clear the patella is stuck on the front of the femur (lateral side). Radiographs look satisfactory. Surgeon thinks it might be tethering of the patella. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.